Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported the customer experienced air bubbles throughout tubing. Customer typically uses 36-39 units of insulin to fill the tubing. Customer had elevated blood glucose levels.